Event description:
The physician reported a pt who was treated on 1999, in the oral commissures. While the physician was attempting to treat the left oral commissure, the syringe seemed to be clogged and the physician exerted extra pressure on the syringe. The product leaked from the hub of the syringe and splattered on the physician's face and shirt. The material did not splatter on any other person. No medical intervention was prescribed or planned.